Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident / stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 61-year-old male with a history of heart failure was implanted with an impella 5.5 device for mechanical circulatory support. The patient required an embolectomy in the impella-inserted limb during support.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the thrombus issue was not determined since product was not returned.